Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges are sliding off the pump after completing the load sequence. Blood glucose (bg) level was 503 mg/dl and an insulin pen was used to correct. Reportedly, the customer reverted to insulin pens for insulin therapy. A pump case was sent to the customer to address the issue.